Manufacturer narrative:
The site x-ray technician declined to provide patient identifier, age and weight. Medtronic representative noted that the imaging system media button was pushed and the unit was re-homed. Everything worked after that. No other details were provided. - 07/06/2016 a medtronic representative, following-up at the site, reported that the issue was that a x-ray technician was trying to demonstrate the emergency open feature with the ratchet. They did not place the pin in place before they started to ratchet. They then got the imaging system off of its motion calibration. A medtronic representative talked them through the fix. As far as patient information, the site would not provide patient demographic information. The procedure was a lumbar fusion of three levels on a male patient. This was the post-spin, therefore, it did not delay the procedure. They just took the spin later. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site x-ray technician reported that when showing a group how to manually open their imaging system gantry and after showing them, was unable to close it. The site x-ray technician held down the m button in order to re-home the imaging system and contacted a medtronic representative for assistance. The site x-ray technician then disconnected the call. A patient was in the room, however, no further details were provided before the call end. There was no delay of therapy reported. There was no impact on patient outcome reported.